Event description:
The customer reported that the images appeared subtracted in normal mode causing the images to be uninterpretable. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the field engineer did remove some debris from the interconnect cable.